Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/71 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: international experience with transvenous lead extractions of an active-fixation coronary sinus pacing lead. Heart rhythm. 2024; 21:686¿687. Doi: 10.1016/j.hrthm.2024.01.011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding transvenous lead extractions of an active-fixation coronary sinus pacing lead. The authors described lead extractions due to infections, wound dehiscence, lead dislodgment, and elevated thresholds. Fibrosis or adhesions were noted with some of the leads. The status of the leads is unknown. No additional adverse patient effects or product performance issues were reported.